Event description:
On 18-aug-2025, the user reported that supplies came out of the pump overnight. The user did not attempt to reinsert the supplies, and the agent explained why this was appropriate. At the time of the call, blood glucose (bg) was high, with a glucometer reading of 600 mg/dl. The user did not have ketone strips but reported only thirst without vomiting. The agent guided the user through a supply change and insulin delivery was resumed without issues. The user was reminded of the guideline to treat with 15 grams of fast-acting carbohydrates, wait 15 minutes, and repeat as necessary. An occlusion alert from earlier in the morning was reviewed, and the user was educated on its meaning. The agent recommended continuing fingerstick checks to verify bg trending below 600 mg/dl. Bg was out of range for more than 90 minutes but was corrected with supply change and resuming insulin. Symptoms included thirst during the event. No outside assistance or medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.